Event description:
Caller reported compact system blood glucose results taken within 10 minutes: 49 mg/dl 90 mg/dl 92 mg/dl 87 mg/dl 110 mg/dl 101 mg/dl 105 mg/dl no adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device evaluated by MFR: strips not available for return.